Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached end of life. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Per the device information received, the device meets or exceeds 75% of its estimated longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that the device meets or exceeds 75% of its expected longevity.